Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there are no reported device malfunctions or cycler set leaks or defects reported for this event. All pd patients are at an increased risk for infection due to a compromised immune system. The culture result of enterococcus faecalis, a normal inhabitant of the gastrointestinal tract, usually results from touch contamination suggesting a possible breach in aseptic technique. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving the patient line is blocked soft alarm several times on their liberty select cycler during fill 2 of 5. The patient stated that they re-setup with new supplies already and the soft alarm has persisted. The patient also reported that they rebooted the cycler but received the power fail recovery failed message. The patient requested a replacement cycler. The fresenius technical support representative advised the patient that it would be best to contact their pd nurse since it is the patient's second setup and the alarm is still occurring. The fresenius representative also informed the patient that they would escalate their request for a replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow-up, it was reported that the patient went to the hospital the same day and was diagnosed with peritonitis (signs/symptoms unknown). A pd culture resulted positive for enterococcus faecalis on (B)(6) 2019. The patient was initiated on antibiotic therapy with linezolid (route, dose, frequency and duration unknown). The patient was discharged from the hospital on (B)(6) 2019. The cause of the peritonitis is unknown. The patient continues to recover at home on the liberty select cycler with cycler set. No malfunctions, deficiencies or defects were reported for the liberty select cycler with cycler set related to this event.